Event description:
Pt reported that in 2004 they awoke in the morning, but were unable to get out of bed; it took them 1.5 hours until they were conscious enough to get help (blood glucose tested at 36 mg/dl). Pt will switch to back-up device. No treatment was received.